Event description:
During review of the event history by baxter a failure code failure code 810:11 was found to have interrupted therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history due to an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "failure code 810:11". (B)(4).